Event description:
It was reported to tyco healthcare/kendall in 2002 in letter that a consumer had a problem with an insulin syringe/needle. "The needle broke off in the consumer's arm and was removed with tweezers. This happened on two separate occasions." The letter also reports that the consumer had suffered an acute asthma attack as result of the incident.